Event description:
Edwards received notification that a pin-hole was found in the body of a cannula ezc24ta after initiation of cardiopulmonary bypass (cpb). As reported, during insertion of the cannula into the aorta, the red cap was removed and the aortic cannula was clamped (with a tubing clamp) to control back filling from the aorta. The clamp was then removed slowly while attached to cardiopulmonary bypass tubing, and dehaired through stopcock on cannula luer as per usual. There was no bleeding from the pin hole until forward flow from the bypass machine was initiated. The typical aortic pressure of 90 mmhg was not enough for the team to see the leak, but the pressure generated by the bypass machine in the arterial line of approx 170-200 mmhg was enough for the leak to begin. Bone wax was applied and cpb maintained. The leak stopped and standard course of procedure continued. The patient lost around 200 ml of blood but no transfusion or medical treatment was required. Reportedly, no damage was noticed on the inner or outer package.

Manufacturer narrative:
Additional narrative reportedly, the lot number could be either 349071 or 359091. Therefore, the device history record (DHR) could not be reviewed. The device was returned for evaluation. Customer report of leakage from cannula was confirmed. As received cannula was found kinked at 12.5cm from distal tip. Leakage was observed from a 1mm puncture on the cannula tubing at the kinked location. A surface damage was also noticed opposite to the puncture also at the clamp kinked location but no leakage occurred. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.